Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, h4 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part# 07.702.040s lot # 2b53481 manufacturing site: werk selzach logistik release to warehouse date: 18 feb 2022 supplier: (B)(4). Expiration date: 01 feb 2025 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found that there was hardened cement inside the mixer of traumacem v+ bone cement injectable, also the resting mechanism axis of the mixer head was found broken. The broken fragment was returned for evaluation. With the provided evidence is not possible determinate the quantity of biological material necessary to perform the surgical process. A cement retains test conducted by osartis showed no deviations. A dimensional inspection for the traumacem v+ bone cement injectable was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was not confirmed as the observed condition of the traumacem v+ bone cement injectable, would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Device history: part# 07.702.040s. Lot # 2b53481. Manufacturing site: werk selzach logistik. Release to warehouse date: 18 feb 2022. Supplier: (B)(4). Expiration date: 01 feb 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a distributor. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.

Event description:
Device report from synthes reports an event in argentina as follows: it was reported that on (B)(6) 2023, the diluent ampoule contained less liquid than it should, so it set very quickly and could not be used. There was no patient involvement, and the event occurred pre-operatively. No further information is available. This report involves one traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).